Event description:
It was reported that during unpackaging the xpert stent system, the stent was prematurely and partially deployed. Also physician noted that the tube (catheter) was displaced. The device was not used and there was no patient involvement

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during exchange sheath splitting, the clip fired automatically without completion of the step. Manual compression was applied for 45 minutes to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): evaluation of the returned device found it was fully deployed with the clip captured in the vessel locator wings. The thumb advancement had been completed and the thumb advancer was locked into position. The vessel locator wings had not collapsed into the tube set but were bent and broken. The pusher fingers had not fully deployed at the distal end of the tube set. Internal examination found the clip had been deployed but the pusher block had not completed its stroke. The device was cleaned and reset for testing and the pusher block fully deployed when the trigger button was depressed. Based on the investigation findings, the cause for the reported premature clip deployment could not be determined. The most probable root cause for the bending and subsequent breakage of the locator wings is compaction of subcutaneous tissue between the distal end of the tube-set and the locator wings during thumb advancer deployment through the tissue tract which may create distal forces resulting in bending and breakage of the locator wings. Tissue compression during thumb advancement may also interfere with clip deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.